Manufacturer narrative:
(B)(4). Date sent: 12/1/2020 d4: batch # u5cr0z investigation summary the analysis found that one pcee45a device was returned with the anvil bent upwards and with one gst45t reload loaded in the device. The reload was received partially fired 1/2 with the reload deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Upon visual inspection of one file with four photos, the following was observed: the first and second photos show a black reload partially fired ½ and the cartridge deck can be seen damaged. The third and fourth photos show a device from anvil area and the knife sot can be seen damaged. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during the endoscopic lobectomy. When serving the bronchus with pcee45a, gst45t, after firing, the knife could not return and stuck in the middle of the jaw. The knife reverse button could not work. Used manual override could not work as well. Finally, use another device to open the jaw and removed the device. Checked the jaw and noted that the anvil bent upwards and proximal cartridge damaged. The patient had been given neoadjuvant therapy. There were no adverse consequences for the patient. No additional information can be provided.